Event description:
It was reported that this right ventricular (rv) lead exhibited an alert for a high out of range (oor) shock impedance measurement. Boston scientific technical services (ts) reviewed one year of device data and indicated the impedance has exhibited a gradual rise from approximately 80 ohms until reaching a high of 129 ohms. Ts also indicated the patient received an appropriate 41 joule shock approximately 8 months ago and the impedance was 56 ohms at that time. The cause of the high oor impedance measurement is unknown at this time. Ts explained to the healthcare professional (hcp) that it may be related to calcification and also provided guidance on possibly increasing the upper limit of the alert and continue monitoring. The lead remains in-service. No adverse patient effects were reported.